Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: a review of the alarm history showed no alarms related to the complaint. The pump powered on to the verify screen with no issues. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms or high pitched noises. The pump cover was removed to find no evidence of internal moisture or damage to the internal components. The complaint was unable to be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was emitting high pitched noises. There was no indication that the product caused or contributed to an adverse event. Customer technical support has made several attempts to contact the reporter in follow-up; however, no additional information was provided for this complaint. If further information is received, a follow-up report will be submitted. This complaint is being reported because this complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.